Event description:
It was reported by the mitek affiliate that the ceramic portion of a mitek vapr flexible se electrode broke off into the patient. All the pieces were retrieved from the patient and there were no patient consequences. However if this were to recur and the broken fragment not retrieved from the patient, it is possible that patient injury could potentially occur. Because of this potentiality an MDR is being filed to document this event.